Event description:
Results of "181 mg/dl and 128 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The check strip test passed. The control solution failed due to a otu solution being used on a ot profile meter. The meter, test strips, and control solution were replaced.